Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52mg/dl. Low bg cause was not known. Customerconsumed carbohydrates¿to address bg. System check was performed by tandem technical support and the pump is functioning as intended. No further assistance required.